Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient was admitted to the hospital for cerebral infarction and other conditions, on (B)(6) 2026 the patient had a single-use sterile urinary catheter, on (B)(6) 2026 the urinary catheter was observed and found that the urine was not draining from the tubing and was leaking out of the urethral orifice, the patient was immediately reported to the nurse manager, the physician in charge, and the consumable management unit, and the urinary catheter was removed from the patient in compliance with the medical advice. There was no harm to the patient as a result of this incident.